Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/25/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed lubricant material residue on the lens surface. Loose particles were observed on the lens surface that could be related to the handling of the product in non-sterile environment. However, due to the conditions in which the lens was received the reported debris on lens could not be identified. Therefore, the reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, information not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was debris on a tecnis 1-piece monofocal intraocular lens (iol), model zcb00 12.5 diopters. The iol was not implanted. No additional information was provided.